Event description:
Broken instrument.

Event description:
It was reported that the physician went to bend the rod and the bender snapper, resulting in a delay of over thirty minutes.no adverse effect reported as a result of this event.